Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had presented to the clinic after falling. A loss of capture was observed on the atrial lead. The lead was successfully explanted and replaced on 8/21/2015.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.4cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported capture anomaly.

Event description:
New information reported that the lead had become dislodged prior to explant.